Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event of peritonitis. It is well established for those patients undergoing peritoneal dialysis (pd) therapy are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to nonadherence to aseptic technique during ccpd therapy on the liberty select cycler at home, as reported by the peritoneal dialysis registered nurse (pdrn). This is further evidenced by the presence of a pathogen that was the source of an existing gastrointestinal (gi) infection and transmitted through touch contamination. Additionally, e. Coli is the leading contributor to gram-negative peritonitis in pd patients and is associated with a high probability of technique failure. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the patient¿s adverse event.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient had peritonitis on (B)(6) 2020. The rn reported that the peritonitis cleared on (B)(6) 2020. The rn stated it was not related to a fresenius product, device, or pd therapy. Upon follow up, the patient¿s pdrn reported this patient presented to the outpatient clinic on (B)(6) 2020 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on 25/aug/2020 presented with escherichia coli (e. Coli) and a white blood cell (wbc) count of 4200/mm3. The patient was diagnosed with peritonitis due to touch contamination of the liberty cycler set during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The patient previously experienced a gastrointestinal (gi) infection involving e. Coli that was unrelated to pd therapy. It was reported while the patient was recovering from this gi infection, he neglected to wash their hands prior to the setup of their cycler. The patient was not hospitalized for this event and prescribed intraperitoneal ceftazidime at 1500 mg every day for three weeks and oral cefazolin at 1000 mg every day for two weeks. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s). The patient has recovered from this event and continues ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.